Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number a110516 repeatedly displayed alert 56 indicating device restart or malfunction despite multiple power cycles, and a replacement device was arranged while blood glucose management remained unaffected. Symptoms included no clinical effects. Outcomes included no user injury, no medical intervention, and continued use of cgm via the dexcom app or receiver. Investigation included remote troubleshooting and user education, verification of shipment and return process, and receipt and inspection of the returned device. Investigation of this case revealed excessive host resets consistent with a device malfunction, with no evidence of impact on glucose data or therapy delivery. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.